Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed a sore under their left breast. The patient indicated that x-ray images determined that the sore was a hematoma that can only be removed with surgery. The patient's doctor stated that the hematoma was due to the lifevest being too tight and causing the tissue to scar. The patient indicated that their doctor prescribed tylenol for the soreness. Follow-up with the patient indicates that they are under their doctor's care.